Event description:
It was reported that the suture began to fray as the surgeon was closing the left atrium during a mitral valve replacement procedure. This event did not result in any adverse consequence to the pt.